Manufacturer narrative:
Evaluation summary: (B)(4) :the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defibrillator conductor fractured due to overstress, the outer insulation was melted, outer tubing overlay with cosmetic environmental stress crack and a brech (non-electrical), there was blood in/on the helix and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Event description:
Asku